Event description:
Reference user facility number: (B)(4).

Manufacturer narrative:
The device was not returned to the MFR for eval. A follow up medwatch will be submitted once the investigation is completed.